Manufacturer narrative:
An investigation has been initated based on the reported information.

Event description:
The user facility reported that the valve did not work. No patient injury was reported. Multiple attempts were made to obtain further information, but to date no additional information is received.